Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a discrepancy between the bolus history and bolus history recorded in the total daily dose history. It was reported the patient¿s blood glucose (bg) was 343 mg/dl with nausea. It was reported that the pump¿s basal history and the basal delivery history in the total daily dose history correlated appropriately with the programmed basal rate. Animas customer technical service noted contributing factors to the alleged bg excursion were miscounting carbohydrates as well as an incorrect manual calculation of a dosage. The alleged bg excursion does not qualify as a serious injury. This complaint is being reported because the alleged bolus history issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: a review of the black box indicated that the last basal and last bolus deliveries were on (B)(6) 2014. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. The user¿s setting showed that the maximum bolus was set to 16units. The pump history showed that on (B)(6) 2014 the bolus history indicated that 0.10units of a 4.10unit programmed bolus was delivered. The bolus that the user attempted to deliver exceeded the maximum total daily dose limit, and the bolus was cancelled by the pump. A delivery accuracy test was performed successfully and the pump was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored.